Event description:
Patient was in gi lab having eus/ercp performed. At end of procedure when removing olympus tjf-q190v scope staff noticed that distal cap maj-2315 had come off while scope was still in patient. When md realized this egd scope was reinserted to inspect egd of ig tract. No distal cap was noted in gi tract. Pulmonologist was notified and responded to procedure room and decision to perform emergent bronchoscopy was decided. Procedure was performed and no foreign body (fb) was noted in pulmonary tract. Patient remained hemodynamically stable throughout and post procedure.